Event description:
It was reported that there were filling difficulties with this pump. While filling the pump, the fluid was externalized, within the pocket but outside the reservoir. As a result the pump was explanted and replaced. When the pump was explanted, there was an attempt to refill it. As the liquid was entered into the pump, the same liquid exited by the fill port. The issue was resolved and the cause was determined to be that the fill port was damaged. The health care provider refilled the pump this morning with a non-huber 18g needle. The patient had reported underdose symptoms of increased spasticity. The location of issue or symptoms was reported as the device pocket. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. The patient was currently doing ok after the implant and therapy was effective again. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis revealed that upon arrival the pump could not be aspirated or filled. While trying to fill, fluid ¿squirted out of the septum.¿ the pump was then x-rayed, which showed fully expanded bellows, acceptable propellant, and no fluid. Due to the leaks found in the septum the pump could not be rinsed. The pump was then programed to max rate for an hour, submerged in a bleach solution and some bleach was dispensed from the pump to decontaminate the internal components. All pump logs were clean, meaning no motor stalls, motor stall recoveries, or errors of any kind ever happened with this pump. In conclusion, the pump fluid path had significant damage to the reservoir septum while implanted with noted septum leaking. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.